Event description:
It was reported that pump experienced malfunction alarm with no events occurring beforehand. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer had not addressed the elevated bg at the time of report and customer did not require assistance from a third-party. Technical support assisted the caller in resetting the pump, and malfunction code did not recur thereafter. The customer was advised to continue using the pump.